Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint no.(B)(4).

Event description:
It was reported that intra aortic balloon(iab) catheter and cardiosave was used for iabp treatment, but no blood pressure waveform was displayed from the beginning, so blood pressure information was input from the central lumen and pumping was performed. When the sensor connector was connected to the cs300, the blood pressure waveform of the sensor was displayed. There was no particular problem with the femoral artery insertion or meandering. Meanwhile, since iabp therapy for this patient was being continued with ECG triger, the concomitant iabp unit (cardiosave) did not stop pumping, and the fiber optic sensor failure issue did not affect to the patient's iabp therapy. The patient arterial pressure was reported to be measured with the inner lumen of the reported iab catheter connecting by a transducer. There were no adverse consequences to the patient noted

Manufacturer narrative:
Updated fields: b4, g1, d9, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: d7a, e2, h6 (medical device problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
Na.